Manufacturer narrative:
Additional concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. It was reported that there was high and increasing thresh olds on the right ventricular (rv) lead. It was determined that the rv lead insulation was damaged near the device header, leaving exposed wire. The rv was capped and replaced. No further patient complications have been reported as a result of this event.